Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and suspected lymphoma alcl.

Event description:
Patient reported unknown side rupture and "there was (bia-alcl related) no opinion that additional tests were needed." Pathological markers were not reported. The device remains implanted.

Manufacturer narrative:
Additional information from medical review/assessment confirmed that the event of lymphoma-alcl-suspected is not occurring.

Event description:
Patient reported unknown side rupture and "there was (bia-alcl related) no opinion that additional tests were needed." Pathological markers were not reported. The device remains implanted.